Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. Unit received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing. No frozen screen anomaly noted during testing. However, pump error 63 alarm confirmed in pump history due to corroded electronic assemblies.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the buttons on the insulin pump were not responding anymore. The customer's blood glucose level was 5.5 mmol/l. The customer stated that they were not aware they had to press a button for more than 3 minutes. They stated that there were no error at display, but had a black screen. They had replace battery, pressed the back button for several seconds but nothing changed. The insulin pump had black display, only vibrating and the red alarm button was blinking. The insulin pump will be returned for analysis.